Event description:
Ultrasound gel bottle exploded and hot gel fell on the employee's hand and the patient's breast. She reported red skin, but no blistering. I assessed the patient's skin. Skin is fully intact. Slight redness noted between the breasts. I gave her an ice pack to use throughout the day and recommended that she pick up some bacitracin cream. I told her that she can take tylenol or ibuprofen every 6 hours as needed if she notes any soreness or pain. Gel warmer was noted to be set on high but out of range at 141 degrees f. FDA safety report ID# (B)(4).